Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during the procedure, the device did not fire. They changed to a new product to resolve the issue. There was no patient injury.